Event description:
It was reported to philips that the equipment did not turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that system did not turn on. Quotation has not been accepted by the customer and quotation has expired no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.